Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported there was a meningocele that followed the intervention for a probe change. There was painful swelling of the affected area at the lead location and the patient was at rest for 1 week. The patient status at the time of report was alive with no injury. It was further reported the patient resolved without sequelae on 2013-(B)(6).

Event description:
Additional information from the health care professional of the clinical study reported the event was resolved on (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported a few days after implant the stimulation zone "moved to the right with 90%." The physician could not find the proper programming. The physician was proceeding to the replacement of the electrode during a 24 hour hospitalization. Surgical tests in ventral decubitus were satisfactory. It looked like the stimulation was again mainly to the right. Radiology controls showed an electrode with median position with a bend to the left towards the end. The patient was discharged without any modification of their usual treatment. The patient had the meningocele that progressed until the patient had symptoms of nausea and vomiting in the morning without headaches. A dose of tramadol was to blame. The evolution was considered good with bed rest. It was noted the secondary move of the electrode contributed to a less proper "antiagique" coverage and there were indications for placement of a surgical electrode.